Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: the keypad cover was intact. The button responsiveness could not be tested due to an unrelated alarm that could not be cleared. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened and no defects were found to the keypad components. Unrelated to the original complaint, investigation revealed that the pump casing was cracked between the case seal and the display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.